Manufacturer narrative:
This report is submitted on september 20, 2019, by cochlear ltd.

Event description:
As per documents returned with the device on (B)(6) 2019, the device was explanted on (B)(6) 2019 due to an infection.

Manufacturer narrative:
It was reported the patient was treated with oral antibiotics (date and duration not reported). This report is submitted 03 december 2019.